Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display. Unit also received with cracked case corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the rubber piece in the display was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.